Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, premature battery depletion issue was observed. Device was close to elective replacement indicator ten days post implant procedure. The device appeared to be low at implant procedure as well. It was recommended to replace the device. Physician opted to replace the device once the device hits elective replacement indicator. Patient was stable.